Event description:
It was reported that this pacemaker was found to be in safety mode. Subsequently this pacemaker was explanted, and another pacemaker was implanted to complete the procedure. This pacemaker has not been returned at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to the implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.